Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stenting procedure performed on (B)(6) 2012. According to the complainant, during the procedure, there was resistance advancing the guidewire into the device. Additionally, resistance and difficulty was encountered while attempting to deploy the stent. After the stent was deployed, it was noticed that the tip of the inner sheath detached, and the wire had migrated inside the guidewire lumen of the device. The procedure was completed with the same flexima rx biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the push catheter to be broken.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4) for the investigation findings of push catheter broken. A visual examination of the returned device found residue on the device indicating use. The stent was not returned. Delivery system was received with a guide wire, and there was no damage to the returned guide wire. Additionally, it was noted that the pull wire had torn through the side of the push catheter from the guide wire ramp, proximally, for a length of 27 cm. The guide catheter had separated from the pull wire cannula and was not returned. No damage was found with the pull wire cannula. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context, as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.